Event description:
It was reported that on (B)(6) 2010, the xience v stent was implanted in the left main. Intravascular ultra sound (ivus) was performed after the stent deployment and no thrombosis was observed during the procedure. The timi flow had turned to IV from iii to complete the procedure. After the procedure, the patient was transferred to another hospital in his hometown. On (B)(6) 2010, the hospital in his hometown called (B)(6) hospital to inform of the patient's death. As he was living by himself, it is unknown exact date of the death and what happened to him at the time of his death. The physician in (B)(6) hospital concerns that the patient's condition had caused the death as his ejection fraction was originally 20-30%. It is unknown if the autopsy was done. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.